Event description:
As reported, the dr. Was finishing his dx cerebral angio. A 5fr mynxgrip was opened for the dr. To close with. After and groin shot was taken and confirmed that we were at the femoral head and below the iea and the artery was greater than 5mm and no calcium, he decided to close. The device was stored per the instruction for use (IFU). The device was prepped according to the ifus with 100% saline. The balloon was inflated and observed for 0 holes as well as inflation indicator popping out. Negative pressure was pulled in the syringe 3 times to expel the air from balloon and then handed to dr. To deploy. There was no damage noted to the mynx device prior to use. He deployed and tamped and held for 30 seconds. The physician laid it down for 90 seconds and then lsd was performed. Upon picking the device up to remove, he opened the stopcock and waited for the bubbles to stop moving. The balloon inflated normally, and the balloon fully deflated since the bubbles stopped moving after 10 seconds. The balloon was not inverted. He then proceeded to pull the device out through the white tamp tube as he has done 100s of times before. Excessive force was not applied while withdrawing the balloon through the advancer tube. Like normal, the same back tension was applied. The deployer was not pinching/pinning the balloon with the advancer tube. The device was backing out but then we noticed the balloon was not present, but a long thin wire was exiting the white advancer tube. The physician was asked to lay it down and retract the white advancer tube over the wire so I could check the site. No oozing or bleeding but the wire was still in the patient along with the balloon. The dr. Picked the white advancer tube up and slide it back down over the wire into the access site trying to dislodge the balloon and pulling at the same time with no success. The physician was asked to bring the eye back over the site and angio to see if we could see anything. We could not see the balloon or the thin wire. We proceed to remove the white advancer tube all the way back towards the shuttle and the handle as far back as we could. We clamped the wire at the skin access site, so the wire was not lost. The dr. Cut the mynx rail as far back as he could and then proceeded to place a dilator over the cut wire and introduce it back into the site to try and pop the balloon to get it removed. He pushed the dilator in while the back of the cut wire was clamped to maintain the wire. He then retracted the bent-up dilator and out came the deformed popped balloon on the end of the cut wire. Lite veinous pressure was held for 2 minutes and there was no bleeding, oozing or hematoma. Patient was good with no injury noted. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the dr. Was finishing his dx cerebral angio. A 5fr mynxgrip was opened for the dr. To close with. After and groin shot was taken and confirmed that we were at the femoral head and below the iea and the artery was greater than 5mm and no calcium, he decided to close. The device was stored per the instruction for use (IFU). The device was prepped according to the ifus with 100% saline. The balloon was inflated and observed for 0 holes as well as inflation indicator popping out. Negative pressure was pulled in the syringe 3 times to expel the air from balloon and then handed to dr. To deploy. There was no damage noted to the mynx device prior to use. He deployed and tamped and held for 30 seconds. The physician laid it down for 90 seconds and then lsd was performed. Upon picking the device up to remove, he opened the stopcock and waited for the bubbles to stop moving. The balloon inflated normally, and the balloon fully deflated since the bubbles stopped moving after 10 seconds. The balloon was not inverted. He then proceeded to pull the device out through the white tamp tube as he has done 100s of times before. Excessive force was not applied while withdrawing the balloon through the advancer tube. Like normal, the same back tension was applied. The deployer was not pinching/pinning the balloon with the advancer tube. The device was backing out but then we noticed the balloon was not present, but a long thin wire was exiting the white advancer tube. The physician was asked to lay it down and retract the white advancer tube over the wire so I could check the site. No oozing or bleeding but the wire was still in the patient along with the balloon. The dr. Picked the white advancer tube up and slide it back down over the wire into the access site trying to dislodge the balloon and pulling at the same time with no success. The physician was asked to bring the eye back over the site and angio to see if we could see anything. We could not see the balloon or the thin wire. We proceed to remove the white advancer tube all the way back towards the shuttle and the handle as far back as we could. We clamped the wire at the skin access site, so the wire was not lost. The dr. Cut the mynx rail as far back as he could and then proceeded to place a dilator over the cut wire and introduce it back into the site to try and pop the balloon to get it removed. He pushed the dilator in while the back of the cut wire was clamped to maintain the wire. He then retracted the bent-up dilator and out came the deformed popped balloon on the end of the cut wire. Lite veinous pressure was held for 2 minutes and there was no bleeding, oozing or hematoma. Patient was good with no injury noted. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. As reported, the doctor was finishing his diagnostic cerebral angiography when a 5fr mynxgrip vascular closure device (vcd) was opened for closure. After groin shot was taken and confirmed that the site at the femoral head and below the inferior epigastric artery (iea) and the artery was greater than 5mm with no calcium, it was decided to close. The device was stored per the instruction for use (IFU). The device was prepped according to the IFU with 100% saline. The balloon was inflated and observed for 0 holes as well as the inflation indicator popping out. Negative pressure was pulled in the syringe 3 times to expel the air from balloon and then handed to the doctor to deploy. There was no damage noted to the mynx device prior to use. The physician deployed and tamped and held for 30 seconds. The physician laid it down for 90 seconds and then the l.s.d. Steps were performed. Upon picking the device up to remove, he opened the stopcock and waited for the bubbles to stop moving. The balloon inflated normally, and the balloon fully deflated since the bubbles stopped moving after 10 seconds. The balloon was not inverted. He then proceeded to pull the device out through the white tamp tube as he has done hundreds of times before. Excessive force was not applied while withdrawing the balloon through the advancer tube. Like normal, the same back tension was applied. The deployer was not pinching/pinning the balloon with the advancer tube. The device was backing out but then it was noticed that the balloon was not present and a long thin wire was exiting the white advancer tube. The physician was asked to lay it down and retract the white advancer tube over the wire so the site could be checked. There was no oozing or bleeding but the wire was still in the patient along with the balloon. The doctor picked the white advancer tube up and slide it back down over the wire into the access site trying to dislodge the balloon and pulling at the same time with no success. The physician was asked to bring the eye back over the site and angiography to see if anything could be seen; however the balloon or the thin wire was not visible. The advancer tube was removed as far back as it could all the way back towards the shuttle and the handle, and the wire was clamped at the skin access site so the wire would not be lost. The doctor then cut the mynx rail as far back as it could and then proceeded to place a dilator over the cut wire and introduce it back into the site to try and pop the balloon to get it removed. He pushed the dilator in while the back of the cut wire was clamped to maintain the wire position. He then retracted the bent-up dilator and out came the deformed popped balloon on the end of the cut wire. Light venous pressure was held for 2 minutes and there was no bleeding, oozing or hematoma. Patient was good with no injury noted. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device was received separated in 3 pieces; the balloon was received detached and punched up. The shuttle was engaged to the black handle, the syringe and procedural sheath were not returned, and the stopcock was received at open position. The sealant and advancer tube were not returned. The core wire was received exposed, elongated (indicating that excessive force was used to remove device). Due to the condition of the returned unit, the functional test cannot be performed. Visual inspection at high magnification of the returned device showed that the balloon¿s proximal tip/taper was severely damaged/punched up. The product history record (phr) review of lot f2229502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon retraction jam¿ and ¿balloon detachment¿ were confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to issues experienced since the product was reportedly used per the IFU with no excessive force used. However, the condition of the balloon (such as torn or inverted tip) and procedural/handling factors are possible contributing factors as evidenced by the severely damaged/punched up balloon¿s proximal tip/taper. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the dr. Was finishing his dx cerebral angio. A 5fr mynxgrip was opened for the dr. To close with. After and groin shot was taken and confirmed that we were at the femoral head and below the iea and the artery was greater than 5mm and no calcium, he decided to close. The device was stored per the instruction for use (IFU). The device was prepped according to the ifus with 100% saline. The balloon was inflated and observed for 0 holes as well as inflation indicator popping out. Negative pressure was pulled in the syringe 3 times to expel the air from balloon and then handed to dr. To deploy. There was no damage noted to the mynx device prior to use. He deployed and tamped and held for 30 seconds. The physician laid it down for 90 seconds and then lsd was performed. Upon picking the device up to remove, he opened the stopcock and waited for the bubbles to stop moving. The balloon inflated normally, and the balloon fully deflated since the bubbles stopped moving after 10 seconds. The balloon was not inverted. He then proceeded to pull the device out through the white tamp tube as he has done 100s of times before. Excessive force was not applied while withdrawing the balloon through the advancer tube. Like normal, the same back tension was applied. The deployer was not pinching/pinning the balloon with the advancer tube. The device was backing out but then we noticed the balloon was not present, but a long thin wire was exiting the white advancer tube. The physician was asked to lay it down and retract the white advancer tube over the wire so I could check the site. No oozing or bleeding but the wire was still in the patient along with the balloon. The dr. Picked the white advancer tube up and slide it back down over the wire into the access site trying to dislodge the balloon and pulling at the same time with no success. The physician was asked to bring the eye back over the site and angio to see if we could see anything. We could not see the balloon or the thin wire. We proceed to remove the white advancer tube all the way back towards the shuttle and the handle as far back as we could. We clamped the wire at the skin access site, so the wire was not lost. The dr. Cut the mynx rail as far back as he could and then proceeded to place a dilator over the cut wire and introduce it back into the site to try and pop the balloon to get it removed. He pushed the dilator in while the back of the cut wire was clamped to maintain the wire. He then retracted the bent-up dilator and out came the deformed popped balloon on the end of the cut wire. Lite veinous pressure was held for 2 minutes and there was no bleeding, oozing or hematoma. Patient was good with no injury noted. The device will be returned for evaluation.

Event description:
As reported, the dr. Was finishing his dx cerebral angio. A 5fr mynxgrip was opened for the dr. To close with. After and groin shot was taken and confirmed that we were at the femoral head and below the iea and the artery was greater than 5mm and no calcium, he decided to close. The device was stored per the instruction for use (IFU). The device was prepped according to the ifus with 100% saline. The balloon was inflated and observed for 0 holes as well as inflation indicator popping out. Negative pressure was pulled in the syringe 3 times to expel the air from balloon and then handed to dr. To deploy. There was no damage noted to the mynx device prior to use. He deployed and tamped and held for 30 seconds. The physician laid it down for 90 seconds and then lsd was performed. Upon picking the device up to remove, he opened the stopcock and waited for the bubbles to stop moving. The balloon inflated normally, and the balloon fully deflated since the bubbles stopped moving after 10 seconds. The balloon was not inverted. He then proceeded to pull the device out through the white tamp tube as he has done 100s of times before. Excessive force was not applied while withdrawing the balloon through the advancer tube. Like normal, the same back tension was applied. The deployer was not pinching/pinning the balloon with the advancer tube. The device was backing out but then we noticed the balloon was not present, but a long thin wire was exiting the white advancer tube. The physician was asked to lay it down and retract the white advancer tube over the wire so I could check the site. No oozing or bleeding but the wire was still in the patient along with the balloon. The dr. Picked the white advancer tube up and slide it back down over the wire into the access site trying to dislodge the balloon and pulling at the same time with no success. The physician was asked to bring the eye back over the site and angio to see if we could see anything. We could not see the balloon or the thin wire. We proceed to remove the white advancer tube all the way back towards the shuttle and the handle as far back as we could. We clamped the wire at the skin access site, so the wire was not lost. The dr. Cut the mynx rail as far back as he could and then proceeded to place a dilator over the cut wire and introduce it back into the site to try and pop the balloon to get it removed. He pushed the dilator in while the back of the cut wire was clamped to maintain the wire. He then retracted the bent-up dilator and out came the deformed popped balloon on the end of the cut wire. Lite veinous pressure was held for 2 minutes and there was no bleeding, oozing or hematoma. Patient was good with no injury noted. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.